Event description:
Heparin drip (500ml 0.45 nacl with heparin 25,000 units) programmed to infuse via baxter colleague IV pump, at 16 ml/hr (800 units/hr). Two rns set-up pump and tubing. Drip started @ 1102. At 1315, the bag containing heparin was empty. The pump history read: 35.4ml infused. Pt required protamine infusion to reverse anticoagulation of heparin.